Event description:
It was reported that the 9600 system locked up with an error code during a case. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.